Manufacturer narrative:
A patient experiencing ineffective stimulation was reported to abbott. The leads were explanted and replaced to gain better coverage. The patient controller indicated that the ipg should be replaced. The ipg was replaced due to end of life. The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain patient¿s weight. Further information was requested but not received. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number 1627487-2020-00313. Related manufacturer reference number 1627487-2020-00316. Related manufacturer reference number 1627487-2020-00317. Related manufacturer reference number 1627487-2020-00318. It was reported that patient experienced ineffective therapy. Reprogramming was attempted but provided only coverage. As a result, surgical intervention was undertaken on (B)(6) 2019, wherein the leads and ipg were explanted and replaced. Effective therapy was restored post operatively.